Event description:
(B)(4). It has been reported that on (B)(6) 2012, the chief physician had to place a 2-lumen cvc for a pt who was under administrating medication. A second kit was opened and before inserting the catheter, he tested and purged the catheter with a solution of nacl 0.9%. He used both the distal and prox lumens and the solution came out of the same lumen to the outside. As a result, the catheter was not used for the pt and a 3-lumen kit another kit was opened and replaced successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.